Event description:
It was reported that patient had (open reduction internal fixation) orif of radius fracture in (B)(6) 2011, and was healed uneventfully. Patient sustained a fall and fracture above previous plate. Original plate was removed on (B)(6) 2014 and patient was revised with a 16 hole 3.5mm locking compression plate (lcp). It was reported that 6 different lengths of, 3.5mm cortex screw self-tapping were removed. All screws and removed plate were intact with no allegation against them. Surgery was completed successfully without any surgical delay. Patient status/outcome was good. This is report 4 of 7 for (B)(4).

Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.